Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure (procedure date unknown). According to the complainant, during the procedure the snare would not deliver energy. The procedure was completed with a different bsc snare. The foot pedal and generator that were used during this procedure have been used since with no issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.